Manufacturer narrative:
Field assurance received notification of an article published regarding bioglue surgical adhesive, (B)(6) 2018 from jessica johnson, clinical research clerk, cryolife. According to the article, "combined use of a fiberscope and fuji uniblocker for removal of retained bronchial tissue glue after repair of a disrupted left main bronchus." Sage journals (2018), a 29 year old soldier fell from a great height and had numerous injuries, "he suffered from diffuse axonal injury, a fracture of the second cervical spine vertebra, as well as fractures to both maxillary sinuses, and to the base of the skull. He also suffered from a left flail chest, bilateral hemopneumothoracies, and a disrupted lmsb." He was in remarkable health before the fall per the article. The patient had surgery on the disrupted left main stem bronchus (lmsb) through a left thoracotomy. Bioglue was applied externally to seal the air leak from the anastomotic line. "Bronchoscopic examination through the placed right double lumen endobronchial tube revealed a totally obliterated lmsb lumen, which required revision of the bronchial anastomosis with extraction of the previously dispensed bioglue. After the surgery, the patient was ventilated in the surgical intensive care unit." The bedside bronchoscopic exam showed a patent lmsb, intact anastomotic suture line, and retained piece of polymerized bioglue in the right main bronchus (rmb). There was a need to extract the retained bioglue because of the "possibility of local hypersensitivity reaction such as swelling or edema, or tissue necrosis, infection, or mineralization." A review of the available information was performed. In the case report ¿combined use of a fiberscope and fuji uniblocker for removal of retained bronchial tissue glue after repair of a disrupted left main bronchus¿ (khidr et al), a 29-year-old soldier fell from a great height and suffered numerous injuries. His injuries included: a diffuse axonal injury, a fracture of the second cervical spine vertebra, as well as fractures to both maxillary sinuses, and to the base of the skull. He also suffered from a left flail chest, bilateral hemopneumothoracies, and a disrupted left main stem bronchus (lmsb). He was in remarkable health before the fall per the article. The patient had surgery on the disrupted lmsb through a left thoracotomy, and bioglue was applied externally to seal the air leak from the anastomotic line. A "bronchoscopic examination through the placed right double lumen endobronchial tube revealed a totally obliterated lmsb lumen, which required revision of the bronchial anastomosis with extraction of the previously dispensed bioglue. After the surgery, the patient was ventilated in the surgical intensive care unit." On the second post-operative day, a bedside bronchoscopic exam showed a patent lmsb, intact anastomotic suture line, and a retained piece of polymerized bioglue (2.8 × 0.8 cm) in the right main bronchus (rmb). There was a need to extract the retained bioglue because of the "possibility of local hypersensitivity reaction such as swelling or edema, or tissue necrosis, infection, or mineralization." The combined use of a glidescope, bronchoscope, and an uniblocker placed outside the endotracheal tube (ett) was an effective method for removal of the retained bioglue. Due to the air leak in the anastomotic line, there was already an opening for the bioglue to seep through. According to the case report, to seal the air leak with bioglue the patient underwent a left thoracotomy, where he would have been rolled over onto his right side to assist in the access of the disrupted lmsb. If the patient was also tilted slightly head down, that would place the right side of his body in a dependent position. Unpolymerized bioglue may have entered the bronchial lumen through the air leak site. The bioglue may have then flowed by gravity into the right main stem bronchus. It is possible that the surgeon completed the operation without being aware that bioglue had entered the lumen, and along with the positioning of the patient¿s body, resulted in the retained piece of polymerized bioglue found in the rmb. Based on the available information from the case report there is no evidence that the retained bioglue found in the rmb was due to the failure of bioglue, but possibly from bioglue seeping through the opening of the air leak and into the lumen without the surgeon¿s knowledge. The instructions for use contain adequate precautions and warnings regarding protecting run-off of bioglue into unintended areas. No further action required at this time. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
Khidr, alaa mohamed, et al. "Combined use of a fiberscope and fuji uniblocker for removal of retained bronchial tissue glue after repair of a disrupted left main bronchus." Sage journals (2018) a 29 year old soldier fell from a great height and had numerous injuries, "he suffered from diffuse axonal injury, a fracture of the second cervical spine vertebra, as well as fractures to both maxillary sinuses, and to the base of the skull. He also suffered from a left flail chest, bilateral hemopneumothoracies, and a disrupted lmsb." He was in remarkable health before the fall per the article. The patient had surgery on the disrupted left main stem bronchus (lmsb)through a left thoracotomy. Bioglue was applied externally to seal the air leak from the anastomotic line. "Bronchoscopic examination through the placed right double lumen endobronchial tube revealed a totally obliterated lmsb lumen, which required revision of the bronchial anastomosis with extraction of the previously dispensed bioglue. After the surgery, the patient was ventilated in the surgical intensive care unit." The bedside bronchoscopic exam showed a patent lmsb, intact anastomotic suture line, and retained piece of polymerized bioglue in the right main bronchus (rmb). There was a need to extract the retained bioglue because of the "possibility of local hypersensitivity reaction such as swelling or edema, or tissue necrosis, infection, or mineralization."

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
Khidr, alaa mohamed, et al. "Combined use of a fiberscope and fuji uniblocker for removal of retained bronchial tissue glue after repair of a disrupted left main bronchus." Sage journals (2018). A (B)(6) fell from a great height and had numerous injuries, "he suffered from diffuse axonal injury, a fracture of the second cervical spine vertebra, as well as fractures to both maxillary sinuses, and to the base of the skull. He also suffered from a left flail chest, bilateral 'hemopneumothoracies', and a disrupted lmsb." He was in remarkable health before the fall per the article. The patient had surgery on the disrupted left main stem bronchus (lmsb) through a left thoracotomy. Bioglue was applied externally to seal the air leak from the anastomotic line. "Bronchoscopic examination through the placed right double lumen endobronchial tube revealed a totally obliterated lmsb lumen, which required revision of the bronchial anastomosis with extraction of the previously dispensed bioglue. After the surgery, the patient was ventilated in the surgical intensive care unit." The bedside bronchoscopic exam showed a patent lmsb, intact anastomotic suture line, and retained piece of polymerized bioglue in the right main bronchus (rmb). There was a need to extract the retained bioglue because of the "possibility of local hypersensitivity reaction such as swelling or edema, or tissue necrosis, infection, or mineralization."